Event description:
During firing of the endo gia stapler, the handle misfired and broke, per the scrubbed surgical team. When asked for further description from md, he said, "it broke while firing". When asked if stapler load vs. The stapler handle, the team reported it was the handle.